Manufacturer narrative:
The device was not returned for analysis. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production and a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to malposition of device (failure to deploy) suture include, but are not limited to, friable femoral vessel or failure to maintain a stable position of the device with respect to the tissue tract. The cause of the difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, friable vessel could not hold the sutures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. A partial UDI was provided as the lot number is unknown.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a fenestrated endovascular aortic aneurysm repair (fevar) procedure. Reportedly, despite the 45° position, the needles of the first prostar xl device could not be pulled into the guide channel or out of the system. Needle backdown was performed twice to finally retract the system. The sutures of a second prostar xl device were successfully pre-placed. The fevar procedure was completed. When closing the artery, the vessel broke because it could not hold the sutures. The physician stated that this was not the device¿s fault. Hemostasis of the large-bore artery was achieved surgically. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.